Manufacturer narrative:
Concomitant medical products: product ID: dtba2q1 crt-d, implant date: unknown; product ID: 694765 lead, implant date: unknown; product ID: 5554-53 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.